Manufacturer narrative:
No button error alarm was noted. The arrow buttons were unresponsive due to moisture damage on the keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube, and a cracked reservoir tube window.

Event description:
Customer reported that the numbers on the insulin pump's display were ramping during bolus. Customer reported that then a button error alarm was returned. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 88 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.